Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent power issue with the pump. The reporter stated that the alarm history does indicate a replace battery alarm which lead to the power loss/rebooting and the pump does power on appropriately after battery change with a battery from a new pack. The alleged power issue does not occur during or immediately after a battery change. Troubleshooting by animas customer technical support did not identify a known cause for the alleged power issue; the pump was replaced to the patient due to patient insistence/lost confidence in product. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the black box indicated reboots had occurred. The returned battery cap secured properly and there was no evidence of physical damage to the battery compartment. The pump powered on normally and successfully completed 24-hour testing with no power interruptions occurring. The pump was opened and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).